Manufacturer narrative:
The complaint acunav catheter was returned for investigation and found to be a third party reprocessed device. As a courtesy, investigation revealed that the cause for the catheter failure was stack de-lamination. Recommendation to customer: investigation of this device finds acoustic array de-lamination as the source of the image quality issues. Use extra caution when handling the stack part.

Event description:
It was also reported that during the same case, the doctor felt that the catheter had a bad image. The catheter was replaced and the case resumed. As a result of a recent FDA inspection, we are retrospectively reviewing complaints and associated documents for compliance to the regulations from 2015 to date. We have strengthened our MDR reporting criteria and we are reporting the medical device report in accordance with our new criteria. As a result of this retrospective review, this MDR is being reported immediately upon discovery.